Manufacturer narrative:
First, a visual inspection was performed revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further anomalies were noted. The header of the pacemaker was visually inspected. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery status was found to be eri since (B)(4) 2013. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri-mode. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. The device was implanted for 88 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The battery status eri was found to be anticipated after an implantation duration of 88 months. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 88 months, an intermittent loss of capture was observed during a stress-test. No adverse patient side effects have been reported.